Manufacturer narrative:
(B)(4). No related complaint received with return of device. Failure event observed during analysis. Final analysis found the lead was returned in two pieces. An outer insulation anomaly was noted at 12.3 to 20.0 and an inner insulation anomaly was noted at 16.6 cm to 24.5 cm from the connector pin. An insulation abrasion breaching the outer insulation exposing the outer coil due to friction to another device or feature of the heart was noted at 3.9 cm to 4.0 cm from the distal tip. (B)(4).

Event description:
This report is to advise of an event observed during analysis.